Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the surgeon decided to explanted iol in secondary procedure. The reason for explant was not mentioned. Additional information have been received and stated that the clinical reason for explant mentioned as patient wanted custom distance vision only.

Manufacturer narrative:
Iol returned adhered to the interior of a glass vial. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched/marked-rejectable and fractured. It was reported that the "a facility representative reported an explanted iol with reason explanted, changed to standard lens." & "patient wanted custom distance vision only." The root cause for the reported complaint could not be determined. The user facility reported that "patient wanted custom distance vision only". The exchange to a "standard lens" may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. It was reported that the "a facility representative reported an explanted iol with reason explanted, changed to standard lens." & "patient wanted custom distance vision only." The root cause for the reported complaint could not be determined. The user facility reported that "patient wanted custom distance vision only". The exchange to a "standard lens" may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).